Event description:
Rn reported a whole box of caps with not enough betadine in them. Per rn, patient brought minicaps into unit and rn verified there was betadine inside the cap. Per rn, no patient injury or medical intervention associated with this incident.